Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer stated that the reader has no power at all. Visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed. Usb/charging cable were passed the testing. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range (4.75v-5.25v). Power adapter passed the testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Further investigation was conducted, where a visual inspection was performed on the returned reader by using digital microscope. Burn marks were observed on the u13 chip of the returned reader. No anomalies were observed on the returned usb cable or returned power adapter. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured which was not within the specification range. No abnormalities were observed on the returned battery, and it was observed to charge normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader and the current draw on the returned reader was not within the specification, which indicating that the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera. Hotspots were observed on the reader's cpu, u5, and u13 components during the inspection, it indicated that the three components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A cable tester was used to test the returned usb cable. No opens were observed. Performed load test on the returned power adapter and results were within specification range (4.75v-5.25v). A reader self-test was unable to be performed due to the inability to power on the returned reader. Therefore, this issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's cpu, u5, and u13 components were found through bench testing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.